Event description:
It was reported that during a procedure to repair a tear in the distal bowel, the surgeon performed three leak tests and everything was fine. No reported issue with the device function. The patient recovered, was released and had returned to a normal diet and bowel movements. Seven days post-op, the patient returned. The surgeon went in and found that one half of the anastomosis was no longer attached. The patient expired. The patient was scheduled to have a procedure on (B)(6). The name of the procedure is unknown. That procedure was cancelled on (B)(6). No other details are presently known. Additional information has been requested multiple times, but to date, no more information has been received. Follow up requests are continuing.

Manufacturer narrative:
(B)(4). Upon review of additional information, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information: this surgical event is currently within the peer review process at the hospital. The hospital risk manager commented that she doesn't believe this event is related to any adverse event or death for the patient or any post op leak.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.